Manufacturer narrative:
H4: the lot was manufactured from september 22, 2022 - september 23, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed droplets of fluid on the inner wall of the device bottle which suggested either a leak or condensation. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked; droplets were observed on the inside of the device housing. This was observed after the device was connected to a patient. The device had been filled with 4200mg fluorouracil hs (ebewe) and sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.